Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, for unknown reasons patient received a revision, she suffered physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal levels, conscious pain and suffering and loss of earnings resulting from the use of the metal-on-metal wright hip system. On 2006 patient underwent a left total hip replacement and received a metal on metal wright hip system orthopaedic implant.

Manufacturer narrative:
Updated event problem codes to reflect the incident description. The investigation results are the same as initially reported.